Event description:
The manufacturer received information (mw5107898) alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have asthma problems; bad sinus reactions; diagnosed with bacterial pneumonia; nodules in lungs; diagnosed with lvd heart failure; copd; mth septake lymph nodes; strep throat. The patient reported seeing black specs in machine. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.